Event description:
It was reported that a patient using the ilet with u200 insulin experienced duplicate meal announcements, leading to consideration of a factory reset; the patient later declined the reset after reporting improved glucose numbers and more manageable carbohydrate intake. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no alarms or alerts. Investigation included troubleshooting and education regarding meal announcement behavior and use with u200 insulin. Investigation of this case revealed no device malfunction and indicated user-related meal entry contributing to duplicate announcements, which improved with education and diet adjustments. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with meal entry rather than a device failure.